Event description:
The lens eyelet broke while trying to suture the lens into the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
Results: the lens was received with both haptics broken. The cause of the damage cannot be determined.